Manufacturer narrative:
Correction: (B)(4).

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon device interrogation, the patient's right ventricular lead exhibited high capture thresholds and pacing impedance values. It was noted that these values began to increase shortly after the patient experienced a fall around (B)(6) 2019. The lead was capped and replaced on (B)(6) 2019. The patient's condition was stable throughout the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6) 2019 due to capture anomaly. Patient was stable.